Event description:
One of the screws inside of the mics handpiece came out. Tka procedure delayed =15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: it was reported that one of the screws inside of the mics handpiece came out. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot: k080c and 23 including 4200888 were accepted into final stock on 03/09/2017. A review of qt17-03-0036 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n: 209063, prodex lot: k080c shows 01 additional complaint(s) related to the failure in this investigation. Complaint: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA: 1452931.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
One of the screws inside of the mics handpiece came out. Tka procedure delayed =15 minutes.